Manufacturer narrative:
Isi has not received the product for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details via system logs cannot be performed because the accessory's usage is not available through logs. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the stapler sheath accessory fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler sheath tore apart or did not fully slide down. It was noted that the bottom piece of the stapler sheath for the sureform 30 did not fully slide down and the bottom part of it folded inside. The customer was not able to take a picture of the instrument accessory. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 12-oct-2022 and obtained the following additional information: it was confirmed that the issue was identified during procedure. The sureform stapler was in the patient when the stapler sheath tore and fell into the patient. The piece was retrieved and no patient injury. The sheath then slid off of the stapler and part of it folded down the bottom. There was no delay in the procedure as the customer continued with the same instrument once they replaced the sheath. No patient demographics were obtained.